Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-07794 and provide additional information. According to additional information provided by olympus italia s.r.l. (Oit), an oit representative was informed and aware of a MDR reportable malfunction by a customer at 9:30 am on may 25, 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is may 25, 2021. In addition, olympus medical systems corp. (Omsc) investigated the reported event. Omsc reviewed the change history of the device parts and confirmed that the design of the dr board was changed on april 16, 2018. However, it was unclear whether this design change was involved in the reported event. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the endoscope image was not displayed only when the olympus 165 series videoscope was connected due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) s.r.l. (Oit) for evaluation. Oit inspected the device and confirmed the following: the reported phenomenon was reproduced. The patient board set needs to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscope image was not displayed when the olympus 165 series videoscopes were connected to the device via the video adapter. There was no report of patient injury associated with the event.